Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the plastic part on the reservoir compartment came apart. The customer's blood glucose was unknown at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked keypad at select button, cracked case(battery tube), cracked case, cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer.